Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 35 mg/dl and treated with six glucose tablets, juice and manual injection. Troubleshooting was performed to determine reason for low blood glucose. During troubleshooting, insulin pump passed displacement test. Alarm history showed a no delivery alarm and threshold suspend. Customer was not able to exit the "preparing to prime loop". Customer was not able to resolved issue. Customer was advised that insulin pump would need to be replaced.